Event description:
It was reported that this right ventricular (rv) lead exhibited out of range shock lead impedance. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited out of range shock lead impedance. Subsequently, this lead was explanted and replaced. The rv lead has not been received for investigation. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.